Manufacturer narrative:
The 510(k) # is k021819.

Event description:
On (B)(6), 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter displayed an "ER 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6), 2010. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. On the afternoon of (B)(6), 2010, the patient claimed he passed out while dining out in a restaurant. The patient stated the paramedics were contacted and brought the patient to the emergency room (ER). The patient obtained a blood glucose result of "over 300 mg/dl" on an ER/ hospital device. A health care professional (hcp) administered 13 units of novalog insulin. The patient stated he was kept at the hospital overnight for observation and released the following day. At the time of troubleshooting, the cca noted it was not the first time the subject was being tested with. The cca tried to walk the patient through a retest to resolve the alleged issue. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began and required the patient to receive medical intervention from an hcp.